Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported to company representative that a patient developed hard nodules in injection sites after the patient was injected in the lower face and marionette lines with two syringes of juvéderm vollure¿ xc. Treatment is noted as hyaluronidase. Event has resolved.